Event description:
Update (B)(4) 2013: patient demographics, doi, dor, product/lot.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Review of provided medical records and x-rays by depuy bio-engineering finds the stem is in varus and the acetabular cup is significantly anteverted. Edge loading due to incorrect liner assembly would be the most likely root cause of the liner failure. The primary was stated to be a minimally invasive procedure, therefore, surgery could have been challenging to seat and impact the liner correctly. The x-rays and operative notes alone do not provide enough evidence to suggest a definitive root cause. Examination of the reported devices by the manufacturing supplier finds an insufficient or misaligned fixation of the insert in the metal shell. The density of the insert was analyzed and found to be according to the specifications valid at time of production. The microstructures as obtained from the quality documents of both parts accomplish the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The root cause is attributed to a malpositioning of the insert/missing fixation. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Without any further comment hospital sent us a postage letter containing a broken delta ceramic inlay and an intact delta ceramic head.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This product is not sold in the u.s. Complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.